Event description:
It was reported that the patient was out of town from the second week of (B)(6) until (B)(6) and they forgot to bring their recharger with them. The patient had not felt stimulation since (B)(6). When the patient left in (B)(6) their implantable neurostimulator (ins) was fully charged. The patient tried to recharge a little every day normally. It was noted that there was a communication problem. The patient had been trying to recharge for 8-12 hours without success. The patient tried to use their patient programmer to communicate with their ins but the screen was blank. The patient last changed the batteries a year prior to the report. The patient had no stimulation sensation. The patient had been unable to connect to their ins with the recharger. It was further reported that the stimulator didn¿t work. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient appeared confused with her whole system and noted she was having problems overall. It was noted that the patient had not charged since approximately thanksgiving.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).